Manufacturer narrative:
The device was returned for analysis. The reported difficulty with the footplate and lever sticking were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional right angiogram procedure. Reportedly, there was difficulty with the footplate, felt like lever was sticking. Eventually, the footplate did go down without issue. The suture was not used. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Returned device analysis identified a foot break; follow up with the account confirmed that the device was manipulated post procedure and no break was noted at the time of device removal from the patient anatomy. The patient was inspected and monitored closely. There was no obstruction of flow noted and nothing left in the patient. No additional information was provided.